Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf patient code e2401 captures the reportable event of the patient presented with symptoms. Imdrf impact code f2203 captures the reportable event of imaging revealed the presence of a 'waist on the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus stent was implanted to treat a symptomatic anastomotic stricture during a stent placement procedure performed on an unknown date. The patient's anatomy was tight. During the procedure, the stent was successfully implanted. However, the physician noted a "waist" on the stent. Two weeks post stent placement, the patient presented with symptoms and was treated in interventional radiology (ir). Imaging also revealed the presence of a "waist" on the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus stent was implanted to treat a symptomatic anastomotic stricture during a stent placement procedure performed on an unknown date. The patient's anatomy was tight. During the procedure, the stent was successfully implanted. However, the physician noted a "waist" on the stent. Two weeks post stent placement, the patient presented with symptoms and was treated in interventional radiology (ir). Imaging also revealed the presence of a "waist" on the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on september 26, 2025, it was reported that the stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp). There was malignancy at the intended anatomy. On (B)(6) 2025, the patient presented with symptoms, and the stent had occluded. Patient then went to interventional radiology (ir) for dilation and external drain placement, and the patient was discharged.

Manufacturer narrative:
Blocks b5 and h6 (device code) were updated based on the additional information received on september 26, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf patient code e2401 captures the reportable event of the patient presented with symptoms. Imdrf impact code f2203 captures the reportable event of imaging revealed the presence of a 'waist on the stent. Block h11: the wallflex biliary stent was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed that the stent has not fully expanded. Media analysis confirmed the reported event of stent failure to expand as the stent was received not fully expanded. Taking all available information into consideration, there is not enough evidence to determine if the reported event was due to the physician's manipulation during the procedure or related to a device malfunction. On the other hand, the cause of the reported events of imaging required and injury, nos (not otherwise specified) cannot be confirmed as these events happened during the procedure and without proper evaluation of the device. Additionally, stent obstruction within device is noted within the IFU as possible adverse event associated with the use of the device. Therefore, the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent obstruction within device is noted within the IFU as possible adverse event associated with the use of the device.